Event description:
Pt was on va ECMO, emergently started in cath lab. Shortly thereafter, pt was taken to the operating room. Pump began making a loud, constant vibrating noise. The noise did not seem to be associated with the functioning of the pump drive unit. Blood flow to pt was not compromised by noise. Decision was made to cut out the device and change out the centrifugal head of affinity pump. No clot noted in the removed centrifugal head but inspection revealed propeller inside the clear plastic casing appeared to have dislodged from its anchor point allowing for "wobble". Dates of use: 4.5 hrs.